Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: the helix extension and retraction testing were performed and all results, including electrical testing, were within specified parameters. The white particles that were observed are a result of the manufacturing process. The steroid used in manufacturing can crystallize when exposed to high humidity. This is not a lead failure.

Event description:
It was reported that during implant the physician tested the helix and it took too many turns to turn the helix in and out. Additionally small white particles were seen on and in the helix. The lead was not implanted. No patient complications have been reported as a result of this event.